Event description:
It was reported that the ht70 ventilator did not alarm when powered off. There was no patient involvement. The service engineer (se) inspected the device and replaced the buzzer cable. The unit passed all testing and operates within the manufacturing specifications.